Event description:
The patient and physician met on 5/5/93 at which time it was determined that the penile prosthesis implant malfunctioned and would not inflate. The physician scheduled outpatient surgery for 5/7/93 at which time the implant was removed and a new one implanted.the only identifying number on the prosthesis was #124800 which the manufacture has stated is a combination serial number and lot number. The prosthesis was returned to the manufacture at their request.when filing this report the event date used was the date the physician and patient met (5/5/93) and the event location as other because I did not find a corresponding number for physician office.the question on availability of the device for further evaluation was answered no because we do not have the device. Its availability would now be through the manufactureinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.